Manufacturer narrative:
The possible used lot# is 5l6j02, 4l6j14, 4l6j20 or 4l6x04. All lots of artz dispo have passed the release tests. Furthermore, no infectious case has been reported except for these three cases (9612392-2017-00003, 9612392-2017-00004, 9612392-2017-00005); the product quality is therefore not related to the infection.

Event description:
On (B)(6) 2017 - a (B)(6) female patient had a mixed injection of artz dispo and 1% xylocaine to the knee(s) for osteoarthritis. On (B)(6) 2017 - she had pain and swelling in knee(s). (B)(6) 2017 - aspiration of synovial fluid was performed and staphylococcus aureus were detected in the synovial fluid. Joint lavage was conducted surgically. On (B)(6) 2017 - the pain and swelling got improved.

Manufacturer narrative:
This is a definitive report. This case is no longer subject to MDR because the injection physician stated that this case is "not-related to artz dispo". The possible used lot# is 5l6j02, 4l6j14, 4l6j20 or 4l6x04. All lots of artz dispo have passed the release tests. Furthermore, no infectious case has been reported except for these three cases (9612392-2017-00003, 9612392-2017-00004, 9612392-2017-00005); the product quality is therefore not related to the infection.

Event description:
On (B)(6) 2017 - a (B)(6) female patient had a mixed injection of artz dispo and 1% xylocaine to the knee(s) for osteoarthritis. On (B)(6) 2017 - she had pain and swelling in knee(s). On (B)(6) 2017 - aspiration of synovial fluid was performed and staphylococcus aureus were detected in the synovial fluid. Joint lavage was conducted surgically. On (B)(6) 2017 - the pain and swelling got improving.